Manufacturer narrative:
Beginning 05/31/2012, united states and (B)(4) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer electric dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and evaluation. The service record indicates that the device is 18 years old and was last returned to the manufacturer for repair on (B)(6) 2011. Prior to repair, the device displayed a control bar and head that were damaged. The device was also outside of calibration at the zero thickness setting on the left side. The 1", 2", 3" and 4" width plates displayed evidence of nicks, burrs and over tightening to the head of the unit. The motor ran within specifications. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer electric dermatome should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer dermatome shreds the graft. Despite multiple follow up attempts with the customer, no additional info was able to be obtained regarding the reported event.